Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume infusor was broken leading to a leak. It was further reported the "entire end (with the blue butterfly cap) has detached from the line." This was identified prior to patient use; the device was in the package. The device contained ropivacaine 0.2%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 25, 2020 - december 01, 2020. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that fluid was inside the bag that contained the sample which suggested a leak had occurred. Further inspection revealed the cause of leak inside the bag was due to broken (detached) tubing at the junction of the flow restrictor. A portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.